Event description:
Pt contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt was revised to address hip pain. There was a large amount of fluid found on entering the hip capsule. The hip capsule was intact and the fluid was grayish, milky appearance, thick and opaque.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.